Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus system blood glucose results of "11 or 12" mmol/l, waits 5-15 minutes, retest results are "6 or 7" mmol/l. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.